Manufacturer narrative:
Review of the data management system confirmed that the user had not been actively using the system since february 2, 2026 due to losing their transmitter during hospitalization. A one time courtesy transmitter replacement was approved under a related case. The event was determined not to be related to diabetes management, glucose measurements, or system performance, and does not require further investigation.

Event description:
On (B)(6) 2026, the user reported being hospitalized due to back pain and was diagnosed with continued nerve-related spinal pain. The user stated that treatment was provided during the hospitalization, including pain relief, and reported feeling better at the time of follow-up, although ongoing pain persisted and continued follow-up with a pain specialist was required.